Manufacturer narrative:
The patient experienced the bacterial peritonitis on an unreported date in (B)(6) 2017 (reported as ¿2 weeks ago in the end of (B)(6)¿). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced bacterial peritonitis manifested by cloudy peritoneal dialysis (pd) effluent and stomachache. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date in the same month as onset (reported as towards the end of the month), the patient began treatment for the peritonitis with cephazolin and fortum for a one week course (doses, frequencies and routes were not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Action with dianeal therapy was not reported. No additional information is available.